Manufacturer narrative:
No product was returned for evaluation. It was reported that the aorta was perforated twice, once during each insertion attempted. An ld was then placed across the new valve without issue. The root cause of the perforation was most likely related to the patient's condition.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted from groin for acute myocardial infarction (ami)/ cardiogenic shock (cgs). Impella perforated the aorta at the arch twice and the surgeon immediately repaired both times.